Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she lost the battery cap and was then unable to use the insulin pump. Customer went to the hospital for treatment, however it was unknown how the customer was treated. The customer's blood glucose reading was 1,000 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to the event due to losing the battery cap. The cause of the event was due to losing the battery cap and she went into diabetic ketoacidosis. Customer was unable to be released from the hospital until a battery cap was sent. The insulin pump was not replaced or returned.